Event description:
It was observed that during the device evaluation, that the subject device had exhibited a gap between acoustic lens and ultrasound probe and damage to probe that reached to the glue layer. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was a gap between the acoustic lens and ultrasound probe. However, a definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.